Event description:
The pt's wife reported the pt obtained a blood glucose result of 670 mg/dl, on the advantage system. This result is outside the system's measurement range of 10 to 600 mg/dl (values >600mg/dl should display as "hi"). His wife did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect prod and replacement prod was shipped. Advantage system: comfort curve strip lot 549621 with exp date 04/30/2008.

Manufacturer narrative:
The suspect prod is the advantage meter.